Event description:
Per case-(B)(4), the cause of death was alleged to be low blood glucose. Caller came home on (B)(6) 2020 and found her husband and passed away. 48 hours before customer passed, customer had one of the low blood glucose event. Medics said blood glucose was too low to read. Customer had heart issues and the day before he passed, he had chemical heart sepsis. The insulin pump was worn at passing. Sensor was not used. So, auto mode was not used.

Manufacturer narrative:
(B)(4). The unit did not have a battery installed when received. Unit passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and dat test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Unit also had a missing reservoir tube o-ring, scratched display window cover, scratched case, faded and peeling serial number label, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button.

Event description:
It was reported via phone call that the customer passed away in an unknown location. The cause of death was unknown. The caller did not state whether the customer had any illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. It is unknown if the customer was using sensors. No information was provided as the next of kin could not be reached. The next of kin returned the insulin pump for analysis. This report is being created for the failure analysis results.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.